Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly, the bolus button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged bolus button tactile issue was duplicated. The bolus button cover was found to be torn. The damaged cover lead to intermittent contact between the button assembly and the button contact. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the battery compartment was found to have cracked in the threads area and below the grip pad.